Event description:
The customer reported that the sp02 reusable transducer displayed a saturation level of 98%-95% on a pt. However, the pt's physical appearance indicated a lower saturation than what was being displayed. The user replaced the transducer and a saturation level of 80% was displayed. The pt was treated with 02 and recovered.